Manufacturer narrative:
This supplement is also updating the agency on new information regarding the product investigation conducted as a result of this adverse event. The product investigation completed by (B)(6), hoya quality assurance department, on june 15, 2015, found that: the lens was found inside at the top of the injector tip. Leading haptic was torn at root and the torn haptic piece was not returned. The slider was fully advanced and the rod was advanced partially. Top of injector tip was cracked. Trace of lubricant was found inside the injector tip and on the lens. A review of the production records showed no irregularities or abnormalities during its manufacturing and/or inspection processes. The exact cause in this case could not be ascertained.

Event description:
The customer only gave the information that the lens was defective. The lens had to be explanted.